Event description:
The neurosurgery resident was using the straight micro pituitary rongeur for grasping tissue, when the top part of the instrument (approx. 1 cm) broke off inside the patient. Both the resident and the attending surgeon unsuccessfully searched for the broken piece immediately. They then continued with the operation. At the end of the surgical procedure, the missing part was again visualized in the back of the throat via fluoroscopy. Fluoroscopy was performed intermittently during the case. The anesthesia team then attempted to retrieve the missing part of the instrument unsuccessfully. The missing part continued down the esophagus. Fluoroscopy and x-rays confirmed the location of the piece in the stomach.